Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent strut rows in the mid-section of the stent were lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed and the vessel was mildly tortuous and mildly calcified. Significant resistance was encountered during advancing and the stent was damaged inside the guide catheter.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.